Manufacturer narrative:
(B)(4)

Event description:
Additional information received reported the cause of the lead migration was due to the lead being implanted anterior and was related to the device.

Event description:
It was reported the patient had a loss of therapeutic effect. It was noted the patient had wonderful results in the beginning. It was further noted that a month after implant the patient¿s therapy stopped working right. The reporter stated they felt stimulation, but it was not giving them pain relief. The reporter further stated that to get control of their pain they had to turn stimulation too high which was uncomfortable. It was noted the ¿wire¿ moved to their abdomen and they were getting a lot of pain. It was further noted the patient had a revision to fix the wire on (B)(6) 2014. The reporter stated they thought they removed the wire and replaced it. The reporter further stated they had to wait until (B)(6) 2014 since they had bladder infection before that. It was noted that after the wire was fixed or replaced the therapy was doing its job. It was further noted the patient stated they were still working on finding the right programming since it was not giving the patient the right coverage. The reporter stated they met with a manufacturing representative and their healthcare professional (hcp) on saturday for reprogramming. The reporter further stated the manufacturing representative did well with the programming and they felt much better. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 97740, serial # (B)(4), product type programmer, patient; product ID 97754, serial # (B)(4), product type recharger; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type lead. (B)(4).